Event description:
It was reported that during an antegrade biliary stenting procedure, damage to the guidewire occurred. The de novo predilated lesion was 80% stenosed, moderately tortuous, moderately calcified and located in the common bile duct (cbd). During this procedure, a wallstent was introduced over the wire, but the zipwire and the wallstent 'stuck together". The physician withdrew both the wire and the stent. The physician noted that the hydrophilic coating on the zipwire was 'crackled". The physician completed the procedure successfully using a new zipwire and wallstent. No patient injuries or complications were reported. The patient's status is reported as "stable".

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filled.